Manufacturer narrative:
G4 corrected from 14-dec-2023 to 11-jan-2023.

Event description:
It was reported to philips that the speaker failed to provide any noise. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. The bench repair technician (brt) confirmed the customer complaint that the speaker failed to provide any noise and replaced the speaker assembly to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was defective speaker. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.